Event description:
Telemetry transmitter manufactured by nihon kohden model number zm-540pa (B)(4). As reported to me, (B)(6) biomedical engineering, the rn went to the room where he was going to put in new aa batteries because there was no signal on the central monitor. He said it felt unusually hot. He opened the battery door and there was battery acid leaking. There was no smoke. They called me to the nurse station where they had the transmitter. The two batteries on the right were stuck together. There was plastic melting around the battery terminals. I took the transmitter to the shop and called nihon kohden for a replacement and reported this to them. I did not think to take the batteries. A similar event occurred on (B)(6) 2010, rn called me regarding the above mentioned telemetry transmitter, same model and manufacturer (B)(4). The nightshift nurse was at the station putting in batteries in a transmitter. She closed the door and was attaching the ECG cable and smoke started coming out. When I got there, the batteries were not melted or leaking but the internal battery compartment had some slight plastic melting around the battery terminals. I called and got a replacement. After reporting these event to nihon kohden, they have replaced all our transmitters and doing an investigation on the problems.